Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs trial procedure was abandoned. The physician advanced the lead to the bottom of t11, however, the lead could not be advanced any further. The lead was tested at t11, but the patient could not feel any paresthesia.